Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a suspected driveline issue, as well as the reported silicone jacket damage, could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas. The submitted log files showed multiple pump stops. All of the captured events occurred while operating on battery power. The submitted x-rays were unremarkable. The approximately 16" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate. Some breakdown of the braided shield was observed approximately 2.5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported that no pump exchange will take place due to the medical condition of the patient. The patient remains home on an ungrounded cable and visits the hospital for regular checks. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were reviewed on 05dec2019. A pump stop was noted on (B)(6) 2018 while on battery support. No pump exchange will be performed due to the patient's condition. The patient remains on an ungrounded patient cable and is monitored on an outpatient basis.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The patient remains ongoing with the device. However, the replaced portion of the driveline is expected to be returned for evaluation, but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during routine device interrogation of logfiles, pump stoppages were observed on (B)(6) 2018. At the time of the pump stoppages the vad system was connected to batteries. The silicone layer of the external part of the driveline was damaged at several places, covered with rescue tape. An ungrounded power module patient cable was requested. There was no reported adverse impact to the patient at the time the pump stoppage events occurred. On (B)(6) 2018, an external driveline replacement was performed by the manufacturer's technical service representative. No additional information was provided.